Manufacturer narrative:
Results: evaluation of the product confirmed the reported issue; the on/off switch is difficult to slide to either the on or off position, but once slid into the on position, the alarm does not power on with batteries. However, it does power on by the 9v adapter and the pre-recorded voice message does not play; only a clicking sound is heard. All other functions passed testing. There are scuff marks on the power switch area. There is corrosion on the pins inside the sensor receptacle. (B)(4).

Event description:
Customer reported the on and off switch appears to be pushed into the alarm, making it difficult to move the on and off switch. Customer did not provide the date of event or any patient information. No patient incident or injury was reported.